Manufacturer narrative:
Method: review of lot records/work orders, prior reports. No issue were noted. Results/conclusions: event related to operational context. Device was discarded by hospital.

Event description:
In 2007, pt presented with highly calcified iliac's. While advancing a bifurcated delivery system, a wire wrap occurred. The delivery system was rotated to resolve, however, during rotations, part of the contralateral limb became unsheathed. As a safety precaution, it was decided to remove the device and start with a new one. Deployment of the stent graft went without incident. Upon retraction, the delivery system was hung up in the iliac, most likely due to severe calcification. The physician extended the cutdown to remove the device, placed a hemo-seal patch, and was also able to place a cuff without incident. Four days later, pt died of dead bowel (gut) syndrome.